Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. Tandem technical support determined that the customer would overfill the cartridge every load. There was no impact to the customer's blood glucose level.